Manufacturer narrative:
Unit seated at the beginning of displacement test without reservoir due to moisture damage on force sensor resistor. Unable to confirm excessive no delivery alarm and unable to perform any tests due to seating anomaly. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had no delivery alarm. The blood glucose was above 200 mg/dl. Ran displacement test because no delivery alarm was still happening after troubleshooting and changing set twice again after hanging up. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.